Event description:
It was reported that pump repeatedly declared altitude alarm 21, which caused insulin delivery to be suspended despite pump being within operating altitude range and speaker holes not being obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer attempted troubleshooting as instructed by technical support, including cleaning speaker holes, removing and reconnecting cartridge, and loading new cartridge, but altitude alarm continued, so technical support arranged replacement of pump and cartridge while customer used multiple daily injections as backup therapy, and customer declined offer for out-of-warranty loaner pump.